Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the easy bolus button keeps on running. The customer also reported that they were not able to give bolus due to the keypad anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the mother will bring the insulin pen at work for back-up. The insulin pump will be replaced and the customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage the keypad trace. Numbers does not ramp up on its own or scroll bar moving with no input. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.